Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced facial nerve stimulation, pain/non-auditory sensations and decreased performance with the device use. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.